Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Contact reported that customer's blood glucose (bg) level was 555 mg/dl with small ketones. A manual injection was delivered to address elevated bg levels. Reportedly, the customer has manual injections as alternate insulin therapy.